Event description:
Physician reported right side capsular contracture, baker grade unknown, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. Anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side capsular contracture, baker grade ii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "right implant found ruptured during explant surgery". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Physician reported right side capsular contracture, baker grade ii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "right implant found ruptured during explant surgery". Device has been explanted.

Manufacturer narrative:
.

Event description:
Healthcare professional later confirmed baker grade ii. Device remains implanted.